Event description:
The user facility reported that during three patient procedures including use of a defendo single use suction valve, there was lack of suction resulting in procedure delays. In addition, the suction was leaking when seated and was reported as not being as powerful as previous valves. It was reported that during one of the three procedures, the user was sprayed in the face once with sterile water. All procedures were completed successfully with replacement valves. No report of injury. No medical treatment was sought or administered.

Manufacturer narrative:
The devices subject of the reported event were not returned for evaluation and a lot number of the devices were not provided. Without the returned devices, a root cause could not be determined. Upon further evaluation with the senior product manager, it was determined that the user laid the scopes down flat, causing the water to travel back into the handle and spray from the suction valve. A steris product manager provided in-service training to the user facility on the proper use and operation of the defendo fuji 700 valve kit. The instructions for use for the defendo single use valves with the fujifilm 700 series gi endoscopes gives the following information: states "always wear gloves and other appropriate personal protective equipment while handling, such as gown and face mask. Attach the single use air/water valve to the endoscope's air/water port. Push down, twisting slightly back and forth, until the valve engages. Prior to the procedure, depress single use air/water valve to prime air/water channel. Attach the single use suction valve to the endoscope's suction port. Push down, twisting slightly back and forth, until the valve engages. Prior to the procedure, turn on suction source and check suction by depressing the single use suction valve." No additional issues have been reported.